Event description:
Healthcare professional reported right side "capsular contracture, grade iii¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles, weight to the spec, and device appearance (separation of patch/shell bond at edge of shell hole). An investigation is opened because a separation of the patch and shell is observed according to qa199.04 cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: a further investigation is opened because the separation of patch/shell bond at edge of shell hole.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "capsular contracture, grade iii¿. The device has been explanted.